Manufacturer narrative:
Correction: upon review of this event, it has been identified that this reported device was not used during this procedure and did not contribute to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after an exploratory laparotomy, there was an issue with an incomplete staple line in the patient. This issue was documented in the operation notes from both (B)(6) and (B)(6), where the surgeon observed a small hole with active succus drainage in the previous anastomosis, three staplers and one loading unit were used. To resolve the issue, the surgeon had to perform two additional surgeries (re-operations) to repair the leaks or holes in the staple lines. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
D10 concomitant product: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#unknown); gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#unknown); gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.